Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek s system while a comparison lab returned as 5.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.